Event description:
A home patient contacted baxter's technical service center regarding a system error message that appeared on the display of the home patient's homechoice machine during dwell 6/7 of their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.